Event description:
This is a follow-up report submitted upon additional information request from 23 september 2021 from FDA consumer safety officer (B)(4). No change applies in this section as with respect to initial (30-days) MFR report #: 3002806769-2021-00001 submitted on 30-jun-2021.

Manufacturer narrative:
This is a "follow-up report" for MDR "3002806769-2021-00001" requested on 23. September 2021 by consumer safety officer (B)(4) via email with the subject "MDR# 3002806769-2021-00001, FDA additional information request". The additional information request from 23. September 2021 reads: "please provide follow up report indicating results of your investigation within 45-days from the date of this ai request.".

Manufacturer narrative:
In conclusion, the investigations conducted so far did suggest that the anti-jka antibody missed with search-cyte plus 0.8%, ref. 213656, lot 643521008, exp. 2021-05-29 is a low titer antibody. Notably, the pre-transfusion sample was not re-tested using search-cyte plus 0.8%, ref. 213656, lot 643521008, exp. 2021-05-29, so that it is currently unknown, if the negative antibody screening results were reproducible. The pre-transfusion sample is unavailable. Medion grifols diagnostics ag has not received any other complaint related to this above-mentioned lot of search-cyte plus 0.8%. The preexisting medical condition (cml) could contribute to the observed reactions so that the patient characteristics contribute to the test result.

Event description:
One end-customer ((B)(6) hospital) reported a missed anti-jka antibody during testing on (B)(6) 2021. (B)(6).